Manufacturer narrative:
This product is not marketed in us but a similar device with catalog # 853-465 ,510k# k050082 and upn#(B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: cervical spondylotic myelopathy type of procedure or technique used: laminoplasty levels implanted: c4-c6 it was reported that post-op, the implanted bone screw on the lamina side of c4-c6 backed out. There were no patient symptoms or com plications due to this event. Revision surgery was scheduled schedule to be done. There was no delay in overall procedure due to this event.

Manufacturer narrative:
Radiological image review results: post-op x-rays for cervical laminoplasty show back out of two of the lumbar screws (c4-c6). Unclear amount of time from initial surgery. By report a revision surgery is planned. This is a common possible failure mode in a device where motion preservation is favored over arthrodesis. If information is provided in the future, a supplemental report will be issued.